Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple stations was in disconnected mode. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple stations were in disconnected mode. The technical support specialist (tss) worked on resolving pyxis website login issues after discovering that the application server had rebooted and critical services were down, restarted services but found the database server offline, which hospital information technology (hit) was addressing. The tss confirmed some transaction data for stations was purged. Performed disaster recovery steps: decrypted database (db) backup, attempted restoring failed due to page error, successfully restored backup, restarted devices, and updated ephi tracker. Executed scripts per knowledge article "how to: extract missing transactions from an es device to extract transactions, backed up databases, managed dsclientoltp backups", and restarted services but timed-out errors persisted, cleared upload errors and bulletins stopped printing, restarted the notification service and they started to print. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using th bd pyxis¿ es server, multiple stations was in disconnected mode. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.